Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Internal reference number case: (B)(6).

Event description:
It was reported that, during treatment, on the 5th day of npwt utilizing a pico7, all the indicator lamps illuminated and the pump stopped working. The batteries were exchanged and turning the power on and off a few times, however, the problem was not solved. The nurse inadvertently got the device wet and it broke. The treatment was continued with a backup pico 7 pump. No patient harm.